Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a rash on her back. The skin was reported to be broken open and bleeding. The patient reported that the skin looked infected and that her home health nurse was using a prescription anti-fungal cream on the area. During a follow up, it was reported that the rash was improving.